Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -08.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient is doing fine.

Manufacturer narrative:
Device evaluation - product evaluation found lens return in a small vial. Visual inspection found no visible damage to lens but clear residue on lens surface. (B)(4).